Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/21/2017 that on (B)(6) 2017, the patient is not receiving data on smart device. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.